Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked. However, the kink did not interfere with the ability of fluid to flow freely through the complete fluid path and exit out the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.